Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been having high blood glucose levels for the past few days. The customer had visited his doctor and was trying a few things, but the customer's blood glucose was still high. The customer then stated that he has been using shots to correct but is still occasionally getting the high blood glucose levels. The customer also stated that he last changed his infusion set two days before this report. Troubleshooting was performed and the insulin pump passed the fixed prime. Nothing further was reported.